Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported the patient presented to the hospital with an infection. There was also erosion and the device was noted to be coming out of the pocket. Increased right ventricular threshold was observed. The device was explanted and replaced. The patient condition was fine after the procedure.